Event description:
Customer reported a button error alarm. The customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. He stated that his b button was malfunctioning. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to a flattened act keypad dome switch. The insulin pump had minor scratches on the display window, cracked display window corners, cracked reservoir tube lip, and a missing end cap sticker. The displacement test could not be performed due to the keypad anomaly.